Event description:
The surgeon implanted a toric silicone lens model aa4203tl and the haptic tore during implantation. The lens was implanted and removed without patient injury. The model and lot numbers of thecartridge and injectors used during surgery are unknown.